Event description:
A user facility clinic manager (cm) reported to fresenius that this patient with renal failure (rf) on hemodialysis (hd) for renal replacement therapy (rrt) suffered a cardiac arrest during hd therapy on (B)(6) 2024. The specifics and timeline of the serious adverse events remains unknown. However, the initial report submitted by the clinical manager indicated the patient¿s treatment was terminated (the patient was rinsed back) and cardiopulmonary resuscitative (CPR) measures were undertaken. Subsequent attempts to obtain additional clinical information (e.g., hd treatment data, timeline of events, causality, patient demographics, discharge summary, machine records, hospital records) were unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing a 2008 hemodialysis system and the serious adverse events of cardiac arrest, which required the early termination of treatment and the performance of CPR measures. The definitive cause of the patient¿s cardiac arrest is unknown; therefore, causality cannot be established. A lack of clinical information precluded a more in-depth investigation into the clinical event(s). Despite the complexity of performing hd therapy, life-threatening complications infrequently occur during treatment. Advances in technology (e.g., machine alarms, bacterial monitoring, preventative maintenance), have significantly reduced the number of serious adverse events incurred during hd therapy. Based on the information available, the 2008 hemodialysis system can be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect, or malfunction caused and/or contributed to the patient¿s serious adverse event(s). Furthermore, there was no report of any fresenius device(s) and/or product(s) failing to meet the users¿ expectations and/or the manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that this patient with renal failure (rf) on hemodialysis (hd) for renal replacement therapy (rrt) suffered a cardiac arrest during hd therapy on (B)(6) 2024. The specifics and timeline of the serious adverse events remains unknown. However, the initial report submitted by the clinical manager indicated the patient¿s treatment was terminated (the patient was rinsed back) and cardiopulmonary resuscitative (CPR) measures were undertaken. Subsequent attempts to obtain additional clinical information (e.g., hd treatment data, timeline of events, causality, patient demographics, discharge summary, machine records, hospital records) were unsuccessful.